Event description:
It was reported by the customer that the device was displaying the service indicator in the readiness display and the service tone was audible. Also, the fault codes logged in memory may be indicative of a failure that would inhibit the use of the defibrillator. The reported problem was found during routine device inspection/testing. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.